Event description:
The reporting facility reported two catheters to be trending high on the camino monitor. A new intracranial pressure was placed (1104b) using the same camino monitor without incident. (Lot 305000154697). Add'l clinical info requested from the reporting facility. (B) (4).

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.